Manufacturer narrative:
On 25 january 2017 upon evaluation of the returned device, the trial is cracked. The instrument was previously reported as broken in error.

Event description:
On 25 january 2017 upon evaluation of the returned device, the trial is cracked.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune trial is broken.